Event description:
It was reported via repair work order that the brakes would not hold due to a worn cam bracket assembly drive link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.